Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231670e0 model: sc-2316-70e serial: (B)(6) batch: 7087865.

Event description:
It was reported that during a trial, the physician opted to abort the case due to patients unknown feedback while placing the leads. The patient was hospitalized and was released with no complications.